Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported the doctor attempted to remove the lead during a replacement and the lead fractured, leaving 4 electrodes. The doctor attempted to dissect down the foramen to remove the fractured electrodes, but was not able to do so. It was reported the issue was resolved at the time of the report.